Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast in the inflation lumen and in the balloon. The blood in the balloon is consistent with blood entering through the ruptured balloon. There was also blood in the hub. The balloon was tightly folded at the middle and distal sections, but the proximal section of the balloon had relaxed folds, suggesting that the proximal end of the balloon may have been partially inflated. This is all consistent with the reported information that the product was prepared for use and inserted in the body. During analysis, a new indeflator, filled with water, was used in an attempt to inflate the balloon, but the balloon would not initially pressurize. After the stent delivery system (sds) was left pressurized in a water bath to dissolve the blood and contrast in the inflation lumen, the balloon was pressurized up to 2 atmospheres (atm) and fluid was observed leaking from a pinhole in the balloon at the distal shoulder, confirming the reported balloon rupture. There was a longitudinal scratch at the pinhole extending distally for a length of 2 mm. Factors that can contribute to balloon rupture include, but are not limited to: balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, or lesion tortuosity. There was no report of any leaks in the product or balloon damage during preparation for use. The lesion characteristics were not described in the incident information which may have aided in the investigation. It is possible that the balloon material was damaged (scratched) and weakened during interaction with the accessory devices and/or the lesion, such that the balloon ruptured during attempted inflation. Analysis also noted that the stent implant was dislodged from the balloon, which was not initially reported. There were crimp marks between the markers on the balloon that indicated that the stent implant had been properly positioned at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. It is unknown exactly when the stent dislodged. There was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was result of the procedure. Additionally, analysis noted multiple bends in the hypotube. The bends were not initially reported and likely occurred as a result of handling during the procedure or from handling of the product during packaging/shipment back to abbott vascular for investigation. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control (qc) audit inspection is used to verify the product quality. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon rupture, difficult to deploy, or stent dislodgement for this lot. A conclusive cause could not be determined for the balloon rupture, scratch in the balloon, and stent dislodgement. The reported difficulty to deploy appears to be related to the balloon rupture. The additional therapy/non-surgical treatment and bends in the hypotube appear to be related to the operational context of the product. There is no indication of a product quality deficiency.

Event description:
It was reported that during a left anterior descending artery stenting procedure, the balloon ruptured during deployment of the 3.0 x 23 mm rx xience v stent, partially deploying the stent. The delivery catheter was removed and an unspecified, non-abbott balloon dilatation catheter fully deployed the stent in the target lesion. There was no adverse patient sequela. Although requested, there was no additional information provided.